Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 47 mg/dl. The bolus history was checked and it was found that the customer took 2 boluses of 5.1 units of insulin. They declined troubleshooting for the low blood glucose. The customer also mentioned that they had a blood glucose of 290 mg/dl. The device will not be returned for analysis.